Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the drill bit is broken in the foot and ankle rotation box. There was no harm for patient, operator or third party. This was noticed before the surgery. There was no case involvement. No further information received. Update 01-apr-2026 - further information was received: it was reported that during a surgery, the drill bit broke. Per complaint reporter there was no harm for patient, operator or third party. No further information was received from the customer. Update 01-apr-2026 - further information was received: it was reported that the ar-8963-05 has already been used several times.